Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. The patient is enrolled in the systems longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3830 x 2 implantable pacing leads, (B)(6) 2006. (B)(4).

Event description:
It was also reported that the diaphragmatic stimulation continued and additional reprogramming was done.